Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that the inner core of the guidewire at the tip was found to be exposed upon opening the package. This made the usage of the guidewire impossible.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. It is unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purposes. It is unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because instruction for use could not have prevented the reported failure. Correction: MDR ownership, h. The device was not returned.

Event description:
It was reported that the inner core of the guidewire at the tip was found to be exposed upon opening the package. This made the usage of the guidewire impossible.